Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. The reported event was due to frame movement.

Event description:
A medtronic rep reported that the surgeon felt a centimeter inaccurate during navigation while in a cranial procedure. The surgeon discontinued use of the stealthstation to complete the surgery. There was no impact to the pt.